Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. The unit was analyzed and the 25745 error was found, indicating the patient clearance down (tornado) button on usm2 was unstable or noisy, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a patient side cart fixture test platform (pftp) where the ins buttons test was found to be failing on the tornado down button, replicating the reported event. On testing was completed, the acsb3 pca and ffc were aba tested and verified to be the source of the fault.the complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance regarding the patient clearance joint on the universal surgical manipulator 2 (usm2) could not be adjusted downward, although it could still be adjusted upward. Tse reviewed the system logs and confirmed error 25745 from the usm2, indicating an unstable or noisy patient clearance down button. Tse advised that a system reboot should be performed when feasible. The procedure was completing as planned with no reported injury.